Event description:
MFR received a report of a person standing and positioning a lift out chair with the intent to sit in the chair. The control switch reportedly became stuck and the user fell because the legrest bumped her leg. This allegedly resulted in a fractured pelvis. Eval of the pendant indicated that there was evidence that a beverage had been spilled on the electronics.